Event description:
Procedure: nephrectomy. Pt sex: unk. Reportedly, the instrument was placed around the vessel, fired across the vessel and then it would not release from the vessel. The surgeon repeatedly tried to open and close the instrument and eventually was able to release the vessel by jiggling the instrument. It is not known if there was any tissue damage or an extension of the or time. There was no reported injury to the pt.